Event description:
The clip applier malfunctioned. It created a clip that was twisted and unusable.

Event description:
The clip applier malfunctioned. It created a clip that was twisted and unusable.